Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 8-6mm amplatzer duct occluder was chosen for implant using a 6f amplatzer torqvue delivery system to close a patent ductus arteriosus (pda). It was difficult to connect the loader to the delivery sheath. There was also resistance while advancing the occluder into the delivery sheath. The occluder was deployed in the pda, and the device had a cobra deformation. The device was retracted back into the delivery sheath. There were no bend or kink in the delivery system. The devices were exchanged with another 8-6mm amplatzer duct occluder and another 6f amplatzer torqvue delivery system, and the device was successfully implanted. The patient status was reported to be stable.

Manufacturer narrative:
An event of advancement difficulty loader to the delivery sheath and device deformity was reported. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.